Event description:
It was reported that the patient heard alert a few days post right ventricular (rv) lead implant. The patent came to the emergency d epartment and the device detections and alerts were turned off. It was identified that the rv lead had dislodged into the right atrium. A lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). In addition, the rv lead exhibited high thresholds, non-physiologic intervals oversensing, and undersensing. The rv lead was repositioned back into the right ventricle and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: a4, b5, b7, h6 annex a, annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-pocket closure, the right ventricular (rv) lead had dislodged into the right atrium. Alerts were turned off and a few days later a revision procedure was performed and the rv lead was able to be placed back into the right ventricle. The lead remains in use. No patient complications have been reported as a result of this event.